Event description:
It has been reported to philips that fluoroscopy kept cutting out with an error. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis performed when the issue occurred. The procedure was completed by restart of the system. The philips field service engineer (fse) inspected the system onsite and confirmed the fluoroscopy kept cutting out with an error. After reviewed the log file the fse found that the cause of the reported problem was grid switch error on the tube. The fse replaced the x-ray tube, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.